Event description:
Edwards received notification that this 31mm valve was explanted from the mitral position after an implant duration of approximately 5 years and 1 month due to stenosis (gradient 10mmhg). Per the customer's report, the leaflet's mobility was low. A non-edwards mechanical valve was implanted in replacement. The patient is discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed host tissue overgrowth and calcification. X-ray demonstrated wireform intact, moderate calcification on leaflet 3, and minimal calcification on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­2mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. The free margin of leaflet 2 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue on the stent circumference was moderate at the outflow aspect and minimal on the inflow aspect. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1 and leaflets 2 and 3 by approximately 8mm at commissure 3 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed on commissures 1 and 3 on the outflow aspect. Sewing ring was cut in multiple areas around the valve. A suture fastener and sutures remained attached to the sewing ring around leaflet 3 and commissure 3. The device was returned for evaluation. The device history record (DHR) was unable to be reviewed as the serial number is unknown. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 31mm valve was explanted from the mitral position after an implant duration of approximately 5 years and 1 month due to stenosis (gradient 10mmhg). Per report, leaflet's mobility was low. A non-edwards mechanical valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.